Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image and an e216 scope communication error message was displayed. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image and e216 error message was corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.